Manufacturer narrative:
One 10 pole, uni-directional, curve d, sensor enabled, advisor vl circular mapping catheter was received for evaluation. Two images were also submitted to product performance engineering for evaluation. Visual inspection revealed the shaft material was torn between electrode 5 and 6 and internal components were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn shaft and exposed wires remain unknown.

Event description:
During the atrial fibrilation procedure, it was noted that the catheter was difficult to rotate during the modeling process. The catheter was withdrawn from the heart and the front end of the catheter was fractured. The device was replaced, and the procedure was completed with no adverse consequences to the patient. There was no noticeable abnormality of the catheter after opening the package.